Event description:
It was reported that during a spine procedure, the tip of the bur broke off while drilling. It was reported that no additional medication was required. It was further reported that there were no pieces left behind in the pt and the procedure was completed successfully.

Manufacturer narrative:
The bur shank subject to this MDR was tested and found to have a hardness of 58.4 rockwell c indicating that the shank material is tool steel and not stainless steel. This confirms that the alleged bur is a fluted mis bur. The bur part number and lot number was not provided.